Manufacturer narrative:
Evaluation of the returned pod coil revealed offset coil winds on the embolization coil. If the pod coil is forcefully manipulated against resistance, damage such as offset coil winds may occur. The root cause of resistance could not be determined. Further evaluation revealed that the pusher assembly was kinked in multiple locations throughout its length. Some of this damage may have occurred due to forceful advancement against resistance during the procedure, and some may have been incidental to the reported complaint. During the functional test, the pod coil was advanced completely through a demonstration lantern with resistance due to the offset coil winds and the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a pod coil out of its introducer sheath and into the lantern; however, the pod coil became stuck within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.